Event description:
On (B)(6) 2013, the user reported a loss of prime alarm occurred with multiple cartridges. The patient was able to successfully prime and give an air bolus during troubleshooting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 01/27/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/14/2014 with the following findings:the complaint could not be duplicated on investigation. A review of the pump¿s black box data revealed a history of loss-of-prime alarm. The pump was primed and exercised for 24 hours without emitting alarms or warnings. The force sensor calibration was found to be out of specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.